Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that their appears to be an atrial flutter visible on the non -magnet strip and that one of the flutter waves may be blanked from the ventricular sense (vs.) Medical intervention will be discussed with the physician. The device remains in use. No patient complications have been reported as a result of this event.